Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem, battery faults/charger faults) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The contamination caused the charger to produce of 04 fault flags and charge intermittently. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A zoll territory mgr contacted zoll customer support to report that a (B)(6) female pt's charger was not charging her batteries. The pt was issued a replacement charger/modem.